Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the sectors of the piic "froze". There was no patient incident.